Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 8mm tenaculum forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding a broken wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. The device was in use grabbing the tissue. No, the instrument did not collide with any other instrument or tool during the procedure. Yes, there were issues related to opening/closing of the grips, after noticed of wires exposed. Yes, there were issues related to left/right (yaw) motion of the grips and could not move. Yes, there were issues related to up/down (pitch) motion of the wrist and could not move. Yes, there were cables visibly protruding from the distal end of the instrument. No fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.